Manufacturer narrative:
One device was returned for repair in used condition. There was no applicable evidence to review in event history log. Primary reported problem was duplicated. The air detector was found to not have enough loctite. Reapplied loctite to specification to correct the issue. Device passed all functional tests after the repair.

Event description:
It was reported that the device's air detector sensor was lose. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.